Event description:
New information received notes that the implantable cardiac monitor was implanted on (B)(6) 2019, and initial reporter first name is (B)(6).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon trying to remove the patient's implantable cardiac monitor (icm) during the procedure, the icm head broke off. No additional malfunctions were noted. The icm was successfully explanted and removed from the patient on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.